Manufacturer narrative:
H2: corrected information in b5.

Event description:
It was reported that after a procedure, the ablate or coagulate function of the super multivac wand was activated even though no hand button or foot pedal was pressed. The patient was found to have burns, the patient had blisters. The surgical stockinette was burnt. No further complications were reported.

Manufacturer narrative:
H11: h2: corrected data in h3/h6: investigation results. H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. Functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the wand produced plasma as expected and had no issues activating coag. The resistance measured at 70 ohms. The unit did not activate on its own. The button covers were removed and found heavy rust on the button boards from liquid ingress. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the reported event include: 1) used non-conductive media. 2) ensure that the wand tip (including return electrode) is completely surrounded by conductive media during use. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h2: additional information on b1, b2, b5, h1 and h6.

Event description:
It was reported that after a procedure, the ablate or coagulate function of the super multivac wand was activated even though no hand button or foot pedal was pressed. The patient was found to have third degree burns and blisters. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. Functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the wand produced plasma as expected and had no issues activating coag. The resistance measured at 70 ohms. The unit did not activate on its own. The button covers were removed and found heavy rust on the button boards from liquid ingress. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure of a concomitant device. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after a procedure, the ablate or coagulate function of the super multivac wand was activated even though no hand button or foot pedal was pressed. The patient was found to have burns. The surgical stockinette was burnt. There was no patient involvement.